Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a health care professional (hcp) via a manufacturing representative (rep) regarding a patient with an implantable neurostimulator (ins).it was reported that since implant (B)(6) 2017 patient had not had pain relief equivalent to trial. Reprogramming sessions (B)(6) 2017, (B)(6) 2017, (B)(6) 2017. Surgical intervention occurred. Device was explanted. Issue has been resolved at this time. Patient is alive with no injury. No further patient symptoms or complications were reported in this event.